Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported after a hip replacement the ipg does not connect with external devices. Surgical intervention may be pending.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.